Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative. Zimvie received one (1) tsvb10, implant, tapered screw-vent, 3.7mm collar, sbm, 10 mm l for evaluation. Visual evaluation was performed. The implant had signs of use. The implant was not fractured, however, there was a fractured screw stuck inside the implant. DHR review was completed for the subject lot number 1236064. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1236064 for similar events and one other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, device malfunction did not occur. The implant was not observed to be fractured. The reported event was unconfirmed following physical evaluation of the product. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. D10: concomitant medical product. Tsvb10, impl tapered scr-v sbm 3.7mm 3.5mm 10mm, lot: 1236064. G4: premarket identification: k011028/k013227.

Event description:
It was reported that the implants fractured and were removed. Tooth location 35 and 37.